Event description:
Plaintiff reports initial bilateral implantation 12/5/74 with replacement 8/18/78. Plaintiff adopts master petition filed in cause no. 92-16550; in re: master silicone breast implant file.